Manufacturer narrative:
(B)(4). Perforation is labeled in the IFU. No product was received to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the IFU states: "after endovascular graft placement pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft..." The failure mode assigned to this case is, "perforation." This failure mode was determined based on the provided event description in the event eval form supplied, as well as the physician's comments "I suspect that perforation of the aorta by suprarenal stent itself caused the formation of new aneurysm. The aorta could be infected by the interference of the small intestine due to the perforation." A definitive root cause cannot be determined or reported at this time, as very little info was received for this case. Additionally, imaging was not returned to assist with the investigation. Discussions with internal clinical personnel theorized that the pt may have suffered a pseudo aneurysm or even progression of disease that led to the perforation of the vessel, however, it is unclear at this time, the true root cause. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is considered acceptable.

Event description:
On (B)(6) 2008, an (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. No notable events were observed. At a follow-up (date unk), new aneurysm formation near the renal artery was found. On (B)(6) 2010, the physician cut the suprarenal stent and clipped the aorta, then cut and removed the aorta area. Then he replaced an artificial vessel, and then performed the bypass operation for the renal artery. The pt's condition after the procedure was fine.